Manufacturer narrative:
Age of time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. A 2.75 x 28 synergy stent was advanced but failed to cross the tortuous area before reaching the lesion. Upon removal, it was noted that the stent strut on the proximal side was lifted. The procedure was completed with another of the same device. No patient complications were reported.